Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 587 mg/dl. The suspected cause of elevated bg was an alleged issue with the cartridge. Customer felt that there was an issue with the cartridge because "bg wasn't coming down after bolusing through the pump." Reportedly, the pump supplies were changed and a correction bolus via the pump was delivered to address bg.